Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-01423. It was reported the patient was admitted to the hospital due to ineffective pain relief. An impedance check revealed high impedance on one of their leads. As a result, the patient decided to have their scs system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2021-01423.